Manufacturer narrative:
Investigation findings: the carescape b850 (manufactured on fw16, 2010) bedside patient monitor's power supply was evaluated by ge healthcare engineering which showed that the damage was limited to one burnt capacitor, c102, in the power supply. Capacitor c102 showed signs of melting and brownish color in capacitor plastic case. There were signs of light brown dust in the surrounding walls of the cooling plates and nearby walls of power on/off switch assembly. There are no signs of burning in other components except capacitor c102. The capacitor is composed of flame retardant material. A review of historical data revealed no adverse trend related to the reported issue. Based on the information available, the root cause could not be determined. This record will be tracked and trended. If trend limits are triggered or new information becomes available, the record will be reevaluated.

Manufacturer narrative:
UDI not required. Legal manufacturer: hcs tower (B)(4). Not applicable. There was no patient connected to the device at the time of the event. The initial reporter is located outside the united states and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is on-going at this time. The follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that smoke was emitting from the carescape b850 patient monitor. There was no related patient consequence nor was there a patient connected to the device at the time of the event.